Manufacturer narrative:
Mayfield ultra base unit (a2101) was returned for evaluation. The reported complaint was confirmed. The handle is out of adjustment. Evaluation showed that the handle also has a burr under it and is causing heavy scoring on the connecting tube. The unit needs repair, and replacement of worn parts. General maintenance and cleaning required.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that mayfield ultra base unit (a2101) would not hold position when handle was locked and would not translate or slide on main support bar. This was discovered during inspection of the unit. There was no patient involvement or injury.